Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 4 devices were received for evaluation. 4 events were confirmed during testing. 2 devices were found to be affected by disassembly and missing components. 2 devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device disassembled. 4 events had no patient involvement; no patient impact.